Event description:
It was initially reported by the physician that the pt is scheduled for an explant of generator again. Pt last time was explanted due to infection as well which was reported in MFR report # 1644487-2010-01789. Follow up with the physician's office nurse revealed that the pt had his generator explanted again due to infection at the generator site again after the last re-implantation. Nurse indicated that the pt is large breasted and possibly a sweating issue in that area contributed to the event. Nurse was not sure about any cultures taken or not. No pt manipulation to the site was reported. Explanted generator was returned to manufacturer for analysis. Analysis is currently pending on the returned generator. Device sterility records were checked and confirmed that the device was sterile at the time of dispatch from the facility.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.